Event description:
Adverse event(s): "viral dots on the cornea" (keratitis), "redness" (eyes, red); "infiltrates limbal" (infiltrates) "allergic reaction" (reaction). Product problem(s): "none reported" (no information). A healthcare professional reported a patient had viral dots on the cornea, allergic reaction, redness and limbal infiltrates following use of this product. The healthcare professional stated that the patient switched to another multi-purpose solution and the events resolved. Four MDR's are being filed. This is 3 of 4. Additional information has been requested.

Manufacturer narrative:
Evaluation summary: the complaint device associated with this report was not received for evaluation. It is unknown if the product was used according to labeled indications. Batch records were reviewed for lot 163029f and no deviations were identified. Chemistry and microbial results, environmental, utility, bioburden, and sanitization records were also reviewed and found to be acceptable. Lot 163029f met all release criteria prior to product release. There are no similar reports for this lot. (B) (4). (B) (4). (B) (4).